Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr), calcification on the valve, and thickened leaflets for a mitraclip procedure. During pre-deployment establishing final arm angle (efaa) the mitraclip xtw opened to 50-60 degrees. The clip was initially closed to 20 degrees. Troubleshooting was performed by unlocking and relocking, opening to 60 degrees, relocking, and closing the clip. The clip continuously opened to 50-60 degrees. The clip was removed and replaced. The replacement clip was implanted successfully. The final mr was grade 1-2. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.